Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The device was used to administer 2 shocks. When the operator adjusted the view screen, the device power cycled for no apparent reason. Subsequently, the device functioned properly with no other problems reported. The pt was not resuscitated. There were no adverse affects to pt care reported as a result of the reported malfunction.